Event description:
Physician inserted the central venous pressure catheter with no difficulty, on attempting to remove the spring-wire guide, the guide-wire would not dislodge, after several attempts, the entire catheter was removed and a new central venous pressure catheter was inserted, the guide-wire was removed with no difficulty. No adverse occurrence to the pt.